Event description:
It was reported that the blood glucose monitor was reading in the incorrect unit of measure for which it is labeled. The customer could not be reached for additional information.

Manufacturer narrative:
Section g1 has been corrected.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.